Event description:
Customer's family member reported customer self treated with insulin based on the readings obtained from their freestyle freedom meter and lost consciousness shortly after that. Paramedics were called and placed customer on unknown IV solution. Customer was then taken to hospital. There is no report of any diagnosis, an investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.